Event description:
It was reported that an alert/notification settings issue occurred occasionally between (B)(6) 2026. According to the patient, on (B)(6) 2026, between 10:30¿11:00 pm, the patient described experiencing nausea, dizziness, blurry vision, and ¿did not feel well.¿ during this episode, the dexcom receiver displayed 589 mg/dl, but no sound alerts were received. Of note, the number 589 will not display. The word high will displayed for egv 401 mg/dl and above. A fingerstick bgm reading was taken within five minutes and it showed 650 mg/dl. The patient took his fast acting and long-acting insulin, though the specific medications were not named during the call. Despite this, he still became unresponsive. The paramedics were called. Upon arrival at the hospital, blood work showed a glucose level of 759 mg/dl. He received insulin through IV and bags of fluids. The patient remained at the hospital for two days and was discharged on (B)(6) 2026. He reported that he was stable after the treatment. He was advised to do water therapy and continue taking the insulin. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 4591 - decreased level of consciousness.